Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 11 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for pus and erythema at the driveline site. There was no fever observed. A blood test revealed mild white blood count (wbc) elevation. The patient was taken to operating room for driveline incision and drainage, and antibiotic bead placement. No further information provided.

Event description:
Additional information: it was reported that on (B)(6) 2018 patient had antibiotic removed along with washout and closure.

Manufacturer narrative:
Section additional information: a direct correlation between the left ventricular assist system (lvas) and the reported infection could not be conclusively established. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.